Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the issue occurred prior to excision of head of pancreas. Soon after handle booted, they inserted handle to shell, the device's display screen showed handle error. Replaced by a manual handle , the procedure was completed. This event happened after case number (B)(4). Patient involvement not reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.